Event description:
This is filed to report difficulty advancing the device and a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. When the xtw clip was in the ventricle, the physician felt resistance so the clip was inverted and retracted to the atrium. At that point, a small flail was noted. The clip was implanted on the flail, and the pressure gradient increased from 5mmhg to 7-8mmhg. Another clip (xt) was implanted to further reduce the mr. Mr was reduced to grade 2, but the gradient remained at 8mmhg. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning associated with the resistance felt appears to be due to procedural circumstances during positioning (device interactions with patient pathology/ morphology). The reported unspecified tissue injury associated with the conservatively suspected link between the device and the flail noted could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: impact code 4614 was removed. H6: medical device code 2920 was removed.

Event description:
N/a.